Event description:
A microwave heat pack caused 2nd degree burns to the rptr's back. She had one/two-inch blister and several smaller blisters. Also, she had one long red first degree burn on her back. The burns were received on 8/12/94 and now about 3 weeks later have not completely healed. The directions for using the product were followed. The product was microwaved according to label directions between uses during a night of use when the burns occurred. The product is labeled for medical uses including the relief of arthritic joints, tension headaches, and muscle cramps.